Event description:
It was reported that the wire dropped off in the duodenal region and no additional imaging required to ensure the broken piece was removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (b5 and h3). The subject device was manufactured on aug 2023 based on the provided 3 digit lot information. However, the exact manufacture date is unknown. The device was evaluated by olympus, and the cutting wire was seen broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, a likely mechanism causing the breakage and detachment of the cutting wire might be the following. 1) the cutting wire was being close to the tissue or endoscope. 2) the output was activated in state of ¿2¿ description in state of ¿1¿ description. 3) during activation, accidental discharge might have occurred at two points in the cutting wire at the same time. 4) the discharge caused the cutting wire to become hot instantly. As a result, the cutting wire was broken and detached. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result." "Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during the therapeutic endoscopic retrograde cholangiopancreatography (ercp), the cutting wire of clever cut sphincterotome broke off during the procedure in the first use. The wire was removed by forceps. The procedure was completed with another clever cut sphincterotome. The patient is stable and there was no impact.